Event description:
Additional information revealed that no wire fell into the patient.

Manufacturer narrative:
Additional information has been received since the previous medwatch report was submitted. A visual examination revealed that the working length was twisted and the exposed cut wire was broken near the distal pierce hole. The broken ends appeared burnt/blackened. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire broke. The broken sections of the cut wire remained attached to the device. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the twisted working length and broken wire are likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy procedure performed on (B)(6), 2010. According to the complainant, when the cutting wire was activated to incise and cauterize the papilla, the cutting wire was broken. The device was used with the appropriate power settings. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.